Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was misplacement of haptic in the preloaded intraocular lens (defective). The lens was partially delivered into the patient's right eye and was removed during the same procedure with another lens of same model. There was no other medical intervention that was performed. The patient was doing good when discharged. No additional information was provided.